Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after the device went off several times while the patient was walking in the woods. The patient received multiple inappropriate shocks due to noise. The noise could not be reproduced with isometrics and pocket manipulation. The lead was capped and replaced on (B)(6) 2016. The patient was stable during and post procedure.